Event description:
Fresh open heart. Exhalation valve on vent staying closed, not allowing exhalation. Discovered under full attendance. Vent disconnected and pt bagged within 30 seconds. When weaned from vent post op was disoriented and aphasic. Thoracic surgery raised questions about hypoxic injury. Later confirmed as a cva of probable embolic origin: therefore, vent failure did not contribute to the altered neuro status. Vent examined and repaired on site by rt department. A bacterial filter tube on the exhalation side had fallen off, reconnected and vent functioned to specification.